Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-09372 - device 2 of 3. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with three infusion sets were fell off during use. The issue was occurred on (B)(6) 2024. The infusion set was in use for 2 days. The blood glucose level was 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.